Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had a revision due to recurring incontinence. Upon explant, it was noted there was no fluid in the balloon or the pump and the cuff was open. The device was removed and replaced. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff and pump passed visual examination, leakage testing, and microscopic examination. Visual examination of the balloon identified the balloon adapter tubing was worn to the filament. Microscopic examination of the balloon found a pinhole tear from fatigue between the shell and adaptor due to fatigue. There was a fluid leak from the location of the pinhole tear.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had a revision due to recurring incontinence. Upon explant, it was noted there was no fluid in the balloon or the pump and the cuff was open. The device was removed and replaced. There were no additional patient complications reported.